Event description:
The patient reported that there was an infection at the implantable neurostimulator (ins). The patient had a battery replacement on (B)(6) 2016 and got it infected so they had to take it out. Total system explant. The health care professional (hcp) put in a new ins on the other side of their body on (B)(6) 2016. Other relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.